Manufacturer narrative:
It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible determining the root cause for the incident even performing an investigation. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint.

Event description:
It was reported that bd¿ syringes with needles luer slip was bent. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: syringe with the needle bent, surpassing by the needle cover.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringes with needles luer slip was bent. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: syringe with the needle bent, surpassing by the needle cover.